Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 1011209/16800101.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.